Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. The mfg documents were reviewed and no complaint related issues were found. The product evaluation visual inspection revealed that the tip of the screwdriver was broke off. No mfg related fault could be detected.

Event description:
It was reported that while inserting a screw for a posterior spinal fusion at t10-l4, the tip of the screwdriver broke off in the head of the screw before the screw was fully seated. The broken tip was retrieved. The surgeon used another screwdriver to seat the screw far enough to complete the procedure. This complaint is on the second screwdriver.